Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on 10-31-(B)(6) cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).